Manufacturer narrative:
One infusion pump was returned for evaluation. The customer's stated problem was verified. The device would reset itself which means losing the program. The pwa is not functioning properly and will be replaced. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd ms3 infusion pump had lost its programming. No patient injury resulted.